Manufacturer narrative:
Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 2nd related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Corrective/preventative action (CAPA) has been initiated. A complaint lot history check was performed on lot # 1144020 for needle hub separates. This is the 2nd related complaint for needle hub separates on lot # 1144020. Related complaints ¿ (B)(4). A review of the device history record was completed for batch# 1144020. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, embecta was able to confirm the customer¿s indicated failure of needle hub separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Manufacturing (holdrege) will be notified of this issue. CAPA (B)(4) has been opened to address this issue.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: the orange shield was separated from the hub.